Manufacturer narrative:
Evaluation summary: the implant was not returned for examination; therefore, omni could only use the implant usage ticket information to confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing and sterilization records was performed. All implant lot records were reviewed and there were no deviations reported. There was no evidence in the files that showed a correlation between the device and the adverse event. During the revision surgery the femoral head was replaced. There was no report of defect or failure to meet identity, quality, durability, reliability, safety, effectiveness, or performance of the device.

Event description:
The sales representative reported a hip revision surgery due to patient experiencing dislocation. The surgeon removed and replaced the femoral head. The original implant surgery was on (B)(6) 2012 and the revision surgery was on (B)(6) 2013.